Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported for the past couple of weeks he is having pain at the ins site. Pt clarified that sometimes the sensation has been like a "substantive burning sensation". Other times it will feel like a "sharp pain" at the ins site pt stated on a 0 - 10 pain scale - the pain is about a 7 for that sensation at the ins site. Pt stated he was not sure what the cause of the discomfort was. Pt stated there was nothing pt can point to as a cause, they had no traumas or falls reported. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the day of surgery. Pt has cervical leads. Had old battery with multiple high impedance. Still wanted battery changed to new battery. Wiped down lead at battery replacement. The ins was heating in the pocket and the pain at the ins site was reiterated. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the old battery was replaced due to eos and effective therapy was able to be established with reprogramming. Additional information was received from the manufacturer representative (rep). It was reported that patient had a old ins device, impedances were high and the issue had been going on for a while. Pt was programmed around those high impedances. After the replacement, the same impedances issue with the same contacts and couple of additional electrodes started showing impedance issue as well. Leads are in the cervical spine, and it is believed the leads are fractured. It is not confirmed via x-rays. Current ins device is working, no eos issues but patient is just not getting the full area coverage.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2013. Product type lead product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2013. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was to request physician listings. Patient stated one of their leads has completely failed. Patient stated they only have about 9 electrodes that work and the others no longer work. Patient service specialist asked the patient for the event date and patient stated that it would have been sometime this year around (B)(6) 2023. Patient mentioned that their ins was replaced last summer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.